Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in the biopsy channel was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material clogging the channel. In addition, there was a leak due to a pinhole in the forceps channel, there was play in the angulation knob and angulation was insufficient due to elongation of the angle wires, the forceps and cleaning brush could not be inserted due to clogging of the channel, the adhesive on the bending section cover was chipped due to chemical/physical stress, cloudy, and cracked, and the insertion tube and switch one were scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a problem with the instrument channel of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.